Event description:
The advocate stated that the customer's blood was tested on 3 contour meters and received readings of 155,51 and 160mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer is expected to return test strips for evaluation. Replacement meters and strips were sent.

Manufacturer narrative:
(B)(4).